Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would be related to a packaging error that was not detected during inspection.

Event description:
The package did not contain the cable sleeves. There was no adverse consequence for the pt.